Event description:
The customer reported poor image quality on pain mgmt using a 9600 9" ii with a steris amsco surgical table. The sys passes all resolution tests. Problem may be caused by the surgical table and padding. No pt harmed. Customer completed case with no problems.